Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log analysis, the power manager was powered up on (B)(6) 2019. The next power up with a central control monitor (ccm) attached was on (B)(6) 2019. There was one power up between these dates but no ccm was attached so the power down date will not be updated. When the system was powered up on (B)(6) 2019 the battery capacity was 15/16, and quickly adjusts to 0/16. This will cause a red battery indication and low amp hours (ah) as reported. There is no indication of a hardware issue.

Manufacturer narrative:
Please disregard the previously submitted medwatch forms. After the field service representative (fsr) allowed the batteries to charge, the unit operated as intended, therefore, a complaint was not needed.

Manufacturer narrative:
Per fsr, the logs showed that the system had not been powered on since (B)(6) 2019. After charging the batteries overnight, the unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during installation of the device, the batteries were less than 1.0000 amp hours (ah). There was no patient involvement.